Event description:
Material#: unknown batch unknown batch number provided as unknown. It was reported by customer that bd alaris pump infusion set with lot # (10)23035067, exp 03/04/2026. This tubing broke while in use. Rn disconnected tubing from piv extension set so pt could go to the restroom. When pt returned, rn unable to reconnect due to small piece of tubing broken off and lodged into end of extension set. I have the faulty product set aside in a biohazard bag. What all else do I need to do? If you need it, the extension set lot is 00vl881026, exp 07/21/2026. Verbatim: rcc received a complaint via email. Email(s) attached. Bd alaris pump infusion set with lot # (10)23035067, exp 03/04/2026. This tubing broke while in use. Rn disconnected tubing from piv extension set so pt could go to the restroom. When pt returned, rn unable to reconnect due to small piece of tubing broken off and lodged into end of extension set. I have the faulty product set aside in a biohazard bag. What all else do I need to do? If you need it, the extension set lot is 00vl881026, exp 07/21/2026.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set separated. The following information was received by the initial reporter with the following verbatim: bd alaris pump infusion set with lot # (10)23035067, exp 03/04/2026. This tubing broke while in use. Rn disconnected tubing from piv extension set so pt could go to the restroom. When pt returned, rn unable to reconnect due to small piece of tubing broken off and lodged into end of extension set. I have the faulty product set aside in a biohazard bag. What all else do I need to do? If you need it, the extension set lot is 00vl881026, exp 07/21/2026.